Event description:
Set up operating room table in usual fashion with instrumentation for operation. Set up started with a custom pack. Foley catheter given to scrub nurse and she placed on the table. Foley catheter then given to the circulating nurse which was inserted into pt via urethra. When about to prep the pt, it was noticed that there was light green fuzz that first appeared to be lint on the sponge. At close look it appeared to be mold. Pt prepped with another set, it was then realized that the prep set was from the pack, and the set up was compromised. Everything was removed from the room and a new set up was initiated. It was then realized that the foley catheter had been placed on the surgical table and it was compromised prior to insertion. "Potential for serious outcome."